Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. Additional information was provided by the surgeon, who reported that 7 days following the intraocular lens (iol) implant procedure, the patient experienced a decline of vision, floaters that continue to worsen. The postoperative exam revealed possible infection and was referred to retina for evaluation and treatment. The event has not resolved and the patient continues to be treated by a retina specialist. The event will resolve with treatment. A tap and injection of the vitreous were performed. Cultures were taken. No results were provided. Iritis was reported as an associated complication of the event.